Event description:
Spontaneous. Pt reports they were hospitalized for 8 days and discharged a couple of weeks ago; admittance and discharge dates unknown. Pt reports they were hospitalized because their port clotted and their IV line was undone, so they had to be restarted on IV treprostinil. Pt reports no current issues with their IV line. Pt reports that initially they had headache when increasing to their current pump rate, but that has subsided. Pt also reports shortness of breath when walking room to room and lightheadedness when bending over. Md is aware. No further information, details or dates available. Reported to (B)(6) by pt/caregiver. Ref report: mw5154330.